Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device went offline after the upgrade. A field service engineer (fse) resolved an issue where the station stopped working during an upgrade. The network adapter was changed to dynamic host configuration protocol (dhcp), and the station began working and completed syncing. Repair was tested by confirming customer inventory medications and verifying the station was functioning properly with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device went offline after the 1.8 es upgrade. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.